Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted after meeting release criteria. At the 45-day follow-up visit, the device was found in the patient's left ventricular outflow track. The device was snared using a non-boston scientific device. The patient was discharged and is doing fine. The patient will undergo a second attempt at device implant in the future. It was further reported via literature article that the closure device size was 30mm. There was severe mitral regurgitation and moderate aortic stenosis due to the steric effects from the device. After getting access into the left femoral artery, a 7-f 90-cm destination sheath was positioned across the aortic valve into the left ventricle (lv). A non-boston scientific device was used through the destination sheath to grab the watchman device in order to push it into the lv. This was cumbersome and complicated due to the entanglement of the watchman device in the mitral cords. After its removal, the device was inspected to ensure that all its components had been removed from the body. The patient tolerated the procedure well. Mitral regurgitation was significantly improved at the end of the procedure. The patient was discharged on post-procedure day 2.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2020 was used as no event date was provided. Agarwal, et. Al, "taming a rouge watchman" jacc: cardiovascular interventions, (2021): pages 1-3.

Manufacturer narrative:
Date of event: aware date of 28dec2020 was used as no event date was provided.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted after meeting release criteria. At the 45-day follow-up visit, the device was found in the patient's left ventricular outflow track. The device was snared using a non-boston scientific device. The patient was discharged and is doing fine. The patient will undergo a second attempt at device implant in the future.